Event description:
Customer reported having issues with no delivery alarms. Customer's blood glucose was unknown. Customer was advised to disconnect at quick release. Customer was advised to perform a fixed prime and insulin did exit. Customer was able to remove site and cannula was bent. Customer was advised to change entire infusion set. Customer stated he had changed the entire set in the morning and the device started to alarm no delivery. Customer called back and stated his blood glucose was 50 mg/dl when he arrived home. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.